Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the epidural lead found the spoon of the needle had a sharp edge on the undercut side. Concomitant medical products: product ID: neu_epiduralneedle, serial# unknown, product type: accessory. Product ID: neu_epiduralneedle, serial/lot #: unknown, product ID: neu_epiduralneedle, serial/lot #: unknown, this report is a correction. Regulatory report 3007566237-2018-00434 captured the initial report. No further regulatory reports will be submitted under report number 3007566237-2018-00434. If additional information is received, it will be captured in this regulatory report. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported and out of box failure. It was reported that healthcare provider (hcp)complained the curved tip needles provided in leads kits were poor quality. When inserting the lead into the needle, it is not moving smoothly through the hub and once the electrodes exit the needles, it is extremely difficult to retract the lead back into the needle. There was some type of partial occlusion or burr or something like that. He also added that when an electrode is outside of the needle tip, it is difficult to retract and he has to redo the epidural. The hcp commented "these needles are terrible." No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received from a manufacturer representative. It was reported the event occurred during a trial. The affected devices were going to be returned for analysis. No further complications were reported. Additional information was received from a representative (rep) and a healthcare professional (hcp) regarding the patient. It was reported that the electrodes were not passing smoothly through the tip opening of the needle. The rep stated that there was a slight exertion of force to move the electrodes past the needle tip, which produced forceful, rather than smooth movement, when introducing the lead into the epidural space. The physician suspected there were microscopic burrs on the needle tip and that needle tip was not sufficiently polished to eliminate the issue. The rep returned the needles for evaluation. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pli30: product ID neu_epiduralneedle, updated fdc code, no anomalies found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.